Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device the cord was cut in multiple locations. It was further determined that the device failed the thermistor assessment (actual reading: open line; specification: 1,000-15,000 ohms), the hand control assessment, the noise assessment as the device emitted a loud sound (actual reading: 77.6 dba; specification: >76 dba), and the safety assessment as the device ran in the load or safe position (power broken). It was further determined that the flex circuit was worn, the potting was cracked, the bearings were worn out, and the pawl release and lock cylinder castellation¿s were worn down. It was determined that the hole in the cord was due to mishandling of the device by allowing the cord to come into contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. It was further determined that the failed thermistor assessment was due to the cracked flex circuit potting, and the failed hand control assessment was due to a cracked flex circuit potting. It was determined that the failed noise assessment was caused by worn out bearings. It was determined that the device failed the safety assessment due to the worn pawl release and lock cylinder. It was further determined that the worn pawl release and lock cylinder was caused by trying to operate the device in the load position or by pushing down on the disconnect sleeve while the device was in operation. It was determined that the worn and cracked flex circuit and the worn bearings were due to normal wear over. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to user error (hole in cord) and worn out motor components from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inspection, it was discovered that the motor device had a split in the hose. During in-house engineering evaluation, it was observed that the cord was cut in multiple locations. It was further determined that the device failed the thermistor assessment (actual reading: open line; specification: 1,000-15,000 ohms), the hand control assessment, the noise assessment as the device emitted a loud sound (actual reading: 77.6 dba; specification: >76 dba), and the safety assessment as the device ran in the load or safe position (power broken). The event was not related to surgery. There were no delays to a surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.